Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a software error alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer stated that she was being sent a replacement battery cap from an old pump on the current pump but it still didn't work. Customer stated that she put in a battery into the old pump and it did turn on. Customer was explained that it is a program safety alarm. Customer has not treated but stated that she has syringes. Customer stated that the alarm occurred right after a battery change. Customer stated that the alarm occurred during priming. Customer has multiple software error alarms in the alarm history. Customer was unable to get into the alarm history after they set the time and date as it keeps going to the alarm. Customer was advised that the insulin pump will need to be replaced. Customer also had failed battery test issues.